Manufacturer narrative:
Olympus (B)(4) checked the subject device for evaluation. But the subject device has not been returned to omsc for investigation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the report from olympus (B)(4) there was the possibility that the reported phenomenon was attributed to applying some stress to the subject device such as the physical stress or the chemical stress. Also since the report said that the reported phenomenon might have occurred due to the user handling, omsc surmised that the reported phenomenon might have occurred due to the physical stress such as rubbing the insertion part of the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus australia, it was found that the insertion tube of the subject device was partially peeled off more than 1mm2. There was no report of patient injury associated with the event.